Event description:
Reporter has had device in use about 7 years and every single year, the device has broken down. The cost in repairs is greater than the cost of the actual machine. Reporter also told by other health professionals as well that the drying cycle does not work and leaves items wet, compromising their sterility and leading to possible bacterial contamination. States they have had so many cycle problems, such as "cycle fault 1,2,3,4" as error messages. When in need of repair, device is out of operation as long as 2-4 weeks. Reporter used another brand previously and it lasted 20 yrs, without any problems. This device, even under warranty, broke down. Even when given a loaner during repairs, the loaner also breaks down. Reporter offered to pay to take a repair course, but was denied to do so by MFR. Distributor also aware of problem, as they have had to pay for repairs and shipping with thousands of dollars in repair bills. Reporter threaded to file a complaint against the MFR, and all the MFR did was discount a repair bill. Reporter's medical association has been informed of this problem. Reporter claims MFR teaches the user very little about how to maintain their device. Reporter states these breakdowns are very disruptive and compromises his practice.